Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their log files reviewed to check the function of the rvad (right ventricular assist device). The log file contained multiple sustained low flow hazard alarms as well as low speed advisories. Per the conversation with tech services and the vad coordinator, the patient may have had an inflow mal-positioning which contributed to the low flow. A procedure was performed in an attempt to correct the mal-positioning. The low speed advisories where the result of the set speed being lowered below the low limit and resolved one the set speed was increased. The pump appeared to be operating as intended when sufficient volume was available. The patient was continued to be monitored. It was reported that the patient returned to the operating room for bleeding, 5 liters of blood were evacuated from the patient's chest. It was noted that the pump was not re-positioned. The patient was sedated and ventilated, the notes say the patient had fluid. The patient had routine care which is ongoing. The patient was noted to be stable with no further low flow alarms. The patient required a vats(video-assisted thoracoscopic surgery) on (B)(6) 2021 for a 500ml collection of clot/blood on his right side chest. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported bleeding could not be determined. A cause for the reported bleeding could also not be determined. The account reported that after implant, the patient experienced low flow events on the right ventricular assist device (rvad), serial number (B)(6). The patient was returned to the theater for bleeding to evacuate blood from the chest. Sedation, fluid, and ventilation were given during the surgery. A collection of clot/blood was evacuated from the patient's right chest during a video-assisted thoracoscopic surgery on (B)(6)2021. The patient was later reported to be stable with no further low flow alarms. The submitted lvas system controller event log file contained data from (B)(6) 2021. No unusual events were observed and the device appeared to be functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate (hm) 3 lvas instructions for use (IFU) is currently available. Section 1 "introduction" lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ of the provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02007.